Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : null device history batch : null device history review : null if information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pcf and medical records received. After review of medical records patient was revised to addressed failed right total hip arthroplasty secondary to metal on metal tissue reaction, metallosis, suspected pseudotumor and resultant instability. Operative notes indicated extensive metal on metal wear debris extending through chronic disruption of the anterior superior aspect of gluteus medius on the greater trochanter with softening of the bone and extensive metal debris. Having spontaneous dislocations of the hip last several months, persistent limp since then. No evidence of infection but significantly elevated cobalt and chromium level. Anterior pseudocapsule was excised indicating no evidence of inflammation and no evidence of infection. Cup was a bit on the vertical and enteverted side. One screw in the acetabular shell itself was backed out and the cup is well fixed. Doi: (B)(6) 2010, dor: (B)(6) 2018 right hip.